Event description:
It was reported that the spinal cord stimulator (scs) was not providing adequate stimulation and was experiencing worsening pain. The patient underwent an scs explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 7 years ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 18308450 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was not providing adequate stimulation and was experiencing worsening pain. The patient underwent an scs explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 7 years ago prior to the date the manufacturer became aware.